Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the home screen and the customer was unable to clear the it. During troubleshooting with tandem technical support, the home screen was able to be cleared. Customer had elevated blood glucose levels (364 mg/dl). Contact delivered a manual injection to stabilize customer's blood glucose levels.